Event description:
Information later received reported that per the healthcare provider the patient did not have an infection.

Event description:
The patient reported their pump had been infected since implant. The week after the implant the pump looked ¿extra swollen¿. The patient had antibiotics and was on the 4th round of antibiotics. The patient stated they could not put more drug in the pump because of the infection. The healthcare provider decreased the flow rate the day of the report to try to stretch out the drug in the pump to last until (B)(6) 2015. The patient was also seeking a new hcp closer to their home to have the pump replaced by (B)(6) 2015 when their alarm date was scheduled but later decided to remain with their current provider. The pump was used to deliver clonidine, bupivacaine, and dilaudid. No interventions or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had an infection during pump replacement and they removed the pump but he wanted to have another pump implant. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pump was replaced in (B)(6)2014. Pump explant occurred in (B)(6)2015. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that no replacement was done between (B)(6) 2015 and (B)(6) 2016. Pump was explanted on (B)(6) 2016. Patient was seen on (B)(6)2016 corner of itp was opening through the skin and site was infected. Patient was referred for removal of itp and infection treatment. Patient was relocated and was not seen since (B)(6) 2017. No further complications were reported.